Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the surgeon pulling out a size 10 stem and 40x4 ceramic head and then inserted competitor components.